Event description:
It was reported that this left ventricular (lv) lead was implanted into the coronary sinus. However, upon suturing down the lead, the lead dislodged and fell out of the target vessel. The lv lead could not get back into the vessel. Hence, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm lead dislodgement. Moreover, visual inspection showed the lead tip/tines appears was not damaged or deformed. The lead also passed the electrical continuity test which indicated conductor were intact. Furthermore, this is deemed a known inherent risk of the device based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was implanted into the coronary sinus. However, upon suturing down the lead, the lead dislodged and fell out of the target vessel. The lv lead could not get back into the vessel. Hence, this lead was explanted. No additional adverse patient effects were reported.